Event description:
It was reported that, at implant, the connection between the patient's implantable neurostimulator (ins) and the extension was not "hermetic." One of the screws reportedly did not "fix properly." Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).